Manufacturer narrative:
The field service engineer found the degasser tank had significant water inside and the cell rinse volumes were slightly high. He drained the degasser tank and adjusted the cell rinse volumes. He performed precision testing with results within guidelines. The customer ran qc which was within the acceptable range. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable hemoglobin a1c results for qc material and patient samples from the cobas 6000 c501 analyzer. Sample 1 initial result was 5.5% and the repeat result on another analyzer was 5.1%. Sample 2 initial result was 6.6% and the repeat result on another analyzer was 5.9%. Sample 3 initial result was 9.3% and the repeat result on another analyzer was 8.4 %. After recalibration, the samples were repeated on the original analyzer and the results were: sample 1 = 4.9%, sample 2 = 5.9%, and sample 3= 8.2%. The customer was unsure if the questionable results were reported outside of the laboratory. The results from the other analyzer were believed correct. The reagent lot number was 69552601 with an expiration date of 31-mar-2024.